Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a sample from a dialysis patient was processed using a cell-dyn 1800 analyzer generating a higher than expected wbc result of 31 k/ul. The patient was redrawn and tested yielding a wbc=6.7 k/ul. The original sample was then repeated generating a wbc=6.6 k/ul. No adverse outcomes were reported related to this issue.